Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer inspected main 3.1 and reseated the row board located at the back of the drawer. The hardware test application was used, and all cubicles and row boards were removed and tested. The drawer was cleaned, reinstalled, and fully tested. No hardware issues were found during testing. It was observed that medications standing upright in the pockets may have caused latching issues. The drawer was also tested through the application and operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station cathrm4 drawer 3.1 pocket a1 and b1 continued to fail repeatedly. Customer stated that cubies were replaced, but the drawer still failed every time they were used. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.